Manufacturer narrative:
(B)(4). A non-covidien service provider checked the ventilator and found the fuse to be faulty. The service provider replaced the fuse with new one and the ventilator in working condition. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator was unable to power on. There was no patient involvement.